Event description:
Permanent pacemaker generator change along with new rv lead. Rv lead confirmed the insulation defect with low impedance rv chatter. The pacemaker reached its elective replacement indicator.